Manufacturer narrative:
The technician found the casters were ratcheting and worn out. The technician replaced the casters to repair the stretcher.

Event description:
Info received indicates all four brake casters have movement/swivel when in the brake position.